Event description:
Same event as MFR report #: 2134265-2008-02040. It was reported that during a percutaneous coronary interventional procedure with atherectomy, burr withdrawal difficulties were encountered. The lesion being treated was a heavily calcified lesion located in the proximal left anterior descending artery. The burr stuck in the lesion, and the physician was unable to remove the burr in the dynaglide mode. Therefore, he removed the burr manually. It was also reported that there was some trauma to the target vessel, but the pt recovered from the incident. It was not known if this was related to the product or if it was a result of the vessel tortuosity or lesion morphology. The pt status was reported as stable. No further info will be provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.